Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, inversion of the astigmatism has been found on a pt. The surgeon is unwilling to provide any further info.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated, the product met release criteria. Root cause: no root cause could be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. The surgeon is unwilling to provide any further info. (B)(4).